Event description:
It was reported that patient from oncology department of hospital, required to have a PICC catheter placed due to the need for infusion of vesicant drug. On march 22, 2022, a catheter was prepared to be placed in the patient. When pre-flushing the catheter, the operator found that liquid leaks occurred at the scale of around 10 cm. Therefore, a new catheter had to be used.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez1200 showed one other similar product complaint(s) from this lot number.